Event description:
It was reported that a request was made for technical services (ts) to review stored episodes for this pacemaker system, as it was unclear whether the observed rhythm represented ventricular tachycardia (vt) or atrial undersensing. Upon review, ts recommended the arrhythmia assessment to be performed at physician discretion, as atrial flutter, intermittent undersensing and far-field oversensing on this right atrial (ra) lead were considered plausible explanations for the observed rhythm. Additionally, ts discussed options for troubleshooting. No adverse patient effects were reported. The ra lead remains in service.

Manufacturer narrative:
The product was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.